Manufacturer narrative:
Returned device was received in good physical condition. Evidence of reported problem in event log was found. During the evaluation of the device, it was found that the pump occluded when pressure built up during the occlusion test and all readings of the force sensor were within the required specifications. The pump operated as intended and no problem was found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump presented with an occlusion alarm. No adverse events were reported.